Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. In this case, this was a reuse of the file. Pt follow-up will be required and reported, as information becomes available.